Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. Reportedly, due to the loss of connection, the basal feature did not suspend insulin delivery and blood glucose was 80 mg/dl. A root cause could not be determined. A replacement transmitter was sent to the customer. No additional patient or event information was available.